Event description:
It was reported by glassman et al. In an article entitled "rhbmp-2 versus lliac crest bone graft for lumbar spine fusion: a randomized, controlled trial in patients over sixty years of age" in spine volume 33(26), 15 december 2008, pp 2843-2849 that after undergoing a decompression and instrumented lumbar fusion procedure using rhbmp-2/acs and bone graft extender/filler, ten patients required additional treatment for persistent low back pain or radiculopathy. Per the reporting physician, the event is not related to the use of infuse bone graft.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.